Event description:
In 2004, the reporter contacted lifescan on behalf of the patient alleging that his one touch meter had missing segments. The medical affairs specialist mailed a letter since the patient could not be reached. The last test was performed in 2004, at 8:00 am. The patient obtained a 225 mg/dl on the reported meter, while experiencing no symptoms of high or low blood glucose levels. No actions were taken following the use of the meter that would affect his blood glucose level. The reporter indicated that a medical professional treated the patient; however, no treatment was specified. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.